Event description:
Report received of an undocumented incident involving the use of an ansyr syringe. The nurses were reportedly having problems with the syringes sticking when used to flush. It was reported that there were a "couple of incidents where veins were blown". The customer was unable to provide any information on the patients who experienced the blown veins stating it happened approximately two months ago. The customer reported that when a vein was blown, the nurses changed the site. There was no report of patient harm or adverse patient effect. Although requested, no further information was available.